Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient reported that spinal st imulator is not working and causing tremendous pain. Additional information was received. Pt is needing lumbar spine. Hcp reports the ins battery is dead and not working per pt. Hcp noted pt has tons of back pain - tss asked for clarification if this is due to an issue with the scs. Hcp does not believes it is. Hcp state pt has had multiple back surgeries in the past (prior to having the scs) and chronic back pain and believes the pain is from the back surgeries. Additional information was received from a patient (pt) via a patient letter. When prompted on the cause of the ins dead/not working, pt writes "just stop/no recharge". When prompted on actions taken to resolve the ins dead/not working, patient writes "don't know---2015 install----broken". Pt reports this issue is not resolved.

Manufacturer narrative:
B3 event date is unknown, see b5 narrative for context surrounding date of event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.